Event description:
Kumar, f.r.c.s. (C), et al. "Complications of spinal cord stimulation, suggestions to improve outcome, and financial impact." J. Neurosurgery: spine 5, 2006; 191-203. The analyzed data were obtained in consecutive pts who underwent implantation of an scs device for chronic benign pain syndrome between january 1995 and december 2004. Four cases of infection required removal and subsequent reimplantation.